Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18404. It was reported, the pt has experienced pain at the lead insertion site since approx (b)(46 2013. The pt indicated he has fallen twice between (B)(6) 2013 and (B)(6) 2013 and has been experiencing auto-reducing. The sjm met with the pt and diagnostic testing revealed invalid impedance readings on all lead contacts. The pt stated his physician recommended his scs system be explanted in order for an MRI to be performed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.